Event description:
The customer reported that the device displayed an "equipment disabled, system failure "message and it beeps on a regular basis. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.